Event description:
Procedure: lap cholecystectomy. Reportedly, the package was opened and the surgeon then tried to use the device, but a piece broke off of it. Another device was opened and the procedure completed.